Manufacturer narrative:
Investigation results: in the incoming condition the provided/complained tibial component shows no bone cement residues adhesive on the intended area. The femoral component shows bone cement on almost the whole intended area/ surface. These bone cement residues show bone anchorage (cement interlock into the bone trabeculae). There are no further visible material defects or other abnormalities on the provided femoral and tibial components. Device history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are 0 similar complaints against the same lot number. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and preventive measures: there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. The provided x-ray figures give no clear hints regarding the root cause for the implant loosening. There are several root causes for an implant loosening. Without further detailed information regarding the individual patient situation and/or surgical techniques in this case, a clear conclusion cannot be drawn. Based upon the investigation results, a CAPA is not necessary.

Event description:
Update: following the investigation, it was determined that material nx013k is now an involved component, and no longer a leading material. Associated medwatch-reports: 9610612-2023-00171 (400607213 - nx057k). Involved components: nx240 - vega ps+ gliding surface t4/4+ 10mm - lot 52396870. Nn264k - tibial obturator d14mm - lot 52508958 . Nx013k - vega ps femoral component cemented f6n l - lot 52502431.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product nx057k - vega ps tibial plateau cemented t4. According to the complaint description, the implant loosened 3 years and 9 months postoperative. A revision surgery was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference: (B)(4). Associated medwatch-reports: 9610612-2023-00170 (400606950 - nx013k). Involved components: nx240 - vega ps+ gliding surface t4/4+ 10mm - lot: 52396870, nn264k - tibial obturator d14mm - lot: 52508958.